Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath on the rv lead, advancement was made to the innominate, where snowplowing of the lead occurred. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, progress was made to the tricuspid valve; however the patient's blood pressure dropped, and an effusion was seen via intracardiac echocardiography (ice). Rescue efforts began, including pericardiocentesis and sternotomy. A perforation from the superior vena cava (svc)/innominate junction into the svc was discovered and repaired. The ra and rv leads were removed post-sternotomy, and the patient survived the procedure. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient's date of birth - not available from facility. A3b) patient's gender - not available from facility. A4) patient's weight - not available from facility. A5) patient's ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the device was discarded, thus no device evaluation could be completed. H6) perforation of vessels and great vessel perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.